Event description:
A malfunction on the pump was reported, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer attempted to address the issue by administering a correction bolus via the pump and received instructions from technical support to reset the malfunction code. The customer plans to allow the pump's battery to drain and then attempt to reconnect the continuous glucose monitor and reload the cartridge. No assistance from a third party was required. Multiple attempts were made by tandem¿s technical support however, no response was received.